Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons were not working since last 3 days and they need to hit it hard. Customer¿s blood glucose was 181 mg/dl at the time of incident. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is not moving with no input. Customer states an alarm was not in progress at the time the button was unresponsive. The customer also stated that insulin pump buttons are responding. Troubleshooting was not performed. The insulin pump will not be returned for analysis.